Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "worn acetabular poly liner, left hip. Acetabular insert poly swap and femoral head swap."

Manufacturer narrative:
Reported event: an event regarding wear involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the item was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: re pi - 2326354 which represents a male patient, dob (B)(6) 1950 described as 183 cm tall and weighing 95 kg. The event description states: "worn acetabular poly liner ... Poly swap and femoral head swap." (B)(6) 2019 office visit "2.5 months post-operative left tka (mako) ... Doing very well...complains of left groin and lateral hip pain ... Has eccentric wear of poly liner ... Bilateral tha 10 years ago." Plan left tha revision. (B)(6) 2020 revision left tha dx: poly wear with left hip pain operative report regional anesthesia and a posterolateral approach. Report states:"... Poly liner ... Catastrophic wear with a hole through the periphery..." Change to 32/+5 pca head and 32/10 degree hooded insert. Uncomplicated surgery - no subsequent follow-up documented. No x-rays, no primary operative report, no examination of explanted components. Based upon the information available for review, no confirmation of the event description or creation of a medical report is possible." -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the event cannot be confirmed based on information provided. Further information such as such as x-rays, primary operative report and examination of explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "worn acetabular poly liner, left hip. Acetabular insert poly swap and femoral head swap."